Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge was found to be split, broken, and missing a piece of plastic. The intraocular lens (iol) was implanted. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: july 28, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the visual inspection under magnification revealed that the smarload was received with viscoelastic residue in the cartridge and on the lens module. The cartridge tip was observed to be torn and damaged. The lens module was inspected revealing no issues. The customer provided a photograph that was evaluated. The photograph showed the suspect product. No issues could be observed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.